Event description:
Customer reported that a patient underwent eye lid surgery in 2009. The patient returned later that day for surgical repair of a reported broken suture. The patient returned one day following this repair with a reportedly broken suture. The patient was returned to surgery, and repaired again this time using a gut suture product. The patient is reported as "fine".

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate events occurred with two separate devices. See 2210968-2009-00449 for the other medwatch. The same patient is represented in each medwatch.